Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer called in a service request for this item on (B)(4) 2014 for device did not switch of during a procedure. During the previous 6 months, the item was returned on: (B)(4) 2014 due to: trigger / slider broken. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: trigger / slider blocked, jammed. The probable root cause of the event was determined to be care and maintenance faulty. The device was repaired and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device does not function as it should be. It did not switch off during a procedure when the switch off button was pushed. A spare device had to be used and the patient not harmed. There was no report of any surgical delay. The device was sent for repair. This report is 1 of 1 for complaint (B)(4).